Manufacturer narrative:
Terumo corp has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during prime, the venous reservoir outlet leaked. No pt involvement as this occurred during prime. Product was changed out. Surgery was successfully completed.